Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that a patient had an intraocular lens explanted from the right eye due to unexpected post-operative refraction.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual examination showed the lens had surface residuals adhered to both sides of optic body compatible with handling lens in an unsterile environment. Diopter verification results showed that the lens diopter corresponds to a 22.0 diopter lens the product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted.